Event description:
2004, the pt's device reportedly stopped working. In 2004, the pt was seen for device evaluation. Testing performed confirmed that the c1 device was no longer functioning. To date, the decision has not been made about explant surgery.